Event description:
It was reported that the user announced a smaller-than-actual meal and then consumed more food without a subsequent meal announcement while using the ilet system, after which they observed rising blood glucose values with a sensor reading of 250 mg/dl. The user was advised that the algorithm would address the elevated glucose and obtained a confirmatory fingerstick of 201 mg/dl by the end of the call. Symptoms included hyperglycemia and body aches. Outcomes included no reported injury, no medical intervention beyond routine product guidance, and no hospitalization. Investigation included a review of device use and user technique, as well as complaint handling and technical support assessment. Investigation of this case revealed use error related to meal announcement entry and no evidence of device malfunction. It was concluded that the event was attributable to user handling and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.